Event description:
It was reported that the customer had low blood glucose levels. Customer was told by a representative to put the pump in suspend mode. Customer's blood glucose level went up from 50 mg/dl to 93 mg/dl. Customer stated that they are low again at 58 mg/dl, but pump is still suspended. Customer treated with cookies and food. Customer was disconnected during the rewind/prime sequence. Customer had rapid acting insulin. Customer was advised to monitor the pump and call back if issues persist. Customer's blood glucose level went up to 100 mg/dl during the end of the call. Customer was told to take 10u with injection by the nurse at their health care provider's office. Customer also delivered a bolus of 13.5u with the pump, but forgot about taking the injection into account. Customer was advised that this is likely the reason for the low blood glucose level. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.